Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-50772. It was reported that the patient presented for extraction of the implantable cardioverter defibrillator and right ventricular lead due to over-sensing. Both the device and lead were explanted and replaced. Further information was requested but not received.